Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence that indicates data analysis was performed for this device. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information from the field representative indicates that the device was accidentally discarded, therefore, it is not expected to be returned for analysis.